Event description:
User received false ise results for one pt that led to the pt being admitted to the hospital. The original potassium result was 2.9 mmol per l and was reported. The pt was diagnosed with electrolyte imbalance and was given a 0.45 solution of nacl and a 40 meq per l potassium solution intravenous. A second sample was drawn 2009 and gave a potassium result of 3.9 mmol per l. The original result was then questioned and retested. The repeat result from the original sample was 3.5 mmol per l. The attending nurse was notified of the repeat results. The patient's current condition was good without any adverse affects.

Manufacturer narrative:
The field service rep was unable to determine a cause and noted he checked the rinse mechanism fluid and dispense levels, checked the rinse mechanism tubing for pinholes, adjusted for more water in cuvettes and replaced the valve bank for detergent and water rinse control. He also replaced the syringe seals, checked the usm mixers, checked the probe and sipper alignments and cleaned the ise is bath. He also replaced the squeegee on rinse mechanism, checked the cells for any excess fluids left after rinse and replaced the detergent waste line from v11 to waste. The user ran calibration, qc and samples to verify the performance of the analyzer.